Manufacturer narrative:
Immucor technical support assessed the instrument test well image in question using a remote electronic connection method on (B)(6) 2016, and this test well image unexpectedly appeared visually with slight adherence around the red blood cell button, but overall visually negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site retrospectively reported an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2016, which subsequently led to a delayed hemolytic transfusion reaction for the patient.